Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not have pacer output and an arc was heard coming from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device was put through extensive testing including full functional testing and pacer functions without duplicating the reports. The device was recertified and returned to the customer. Review of the device activity logs showed multiple check pads/poor pad contact errors. This suggests poor coupling between the electrode pads and the patient's skin. The logs also included errors related to the device not detecting a valid patient impedance at times. The electrode pads used during the event were not returned as part of this investigation. No trend is associated with reports of this type.